Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that six weeks after the initial surgery while the patient was doing rehab, she heard a crack and felt pain. When the x-ray were taken it was possible to see two screws broken around the head and a third screw pulled out. This report is for an unknown screw. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Device history records was conducted. The report indicates that one of these lots belong to the unknown screw: 412.106 / 8891072: manufacturing site: (B)(4), manufacturing date: 12. Mar. 2014, no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. 412.108 / 8838720: manufacturing site: (B)(4), manufacturing date: 12. Feb. 2014, no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. 412.114 / 9133022: manufacturing site: (B)(4), manufacturing date: 03. Sep. 2014, no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. 412.117 / 9202927: manufacturing site: (B)(4), manufacturing date: 16. Oct. 2014, no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. 412.118 / 9300956: manufacturing site: (B)(4). Manufacturing date: 29. Dec. 2014. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. 412.117 / 9240943: manufacturing site: (B)(4), manufacturing date: 11. Nov. 2014, no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Weight is an approximation. Reported as (B)(6) 2015 but it unknown when exactly the device pulled out. This report is for an unknown screw/unknown lot number. Several screws were received, it is unknown which is the complained screw. Part number: 412.106, lot number: 8891072; part number: 412.108, lot number: 8838720; part number: 412.114, lot number: 9133022; part number: 412.117, lot number: 9202927; part number: 412.118, lot number: 9300956; part number: 412.117, lot number: 9240943. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that the: totally 7 intact locking screws 412.1xx in different lengths were send back together with the broken screws and the plate. The manufacturing documents of all these devices were reviewed and no complaint related issues were detected. The visual inspection of the locking threads has shown that all of them are in a very good condition, the thread flanks of the locking threads are intact and show almost no signs of use. The function test has shown that all received screws can be locked into the intact plate holes as required. Based on that we exclude that any issue with one of these locking screws did contribute to the mentioned screw back out and therefore the complaint is unconfirmed for the received intact screws. An investigation summary was performed. The investigation of the complaint articles has shown that: the performed investigation of the broken screws did not show any material or manufacturing related fault, the screws were conform with the specification. It was concluded that the implant could not resist the applied force which finally led to the material overload I fatigue failure. Postoperative activities of the patient may have also played a certain role. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.